Manufacturer narrative:
Upon investigation, including inspection of retained material and the returned kit, pts diagnostics could not verify the allegation of non-matching lot codes in person. Additional allegations were made against the reported kit that were also not verified. The complaint was marked as reportable and duplicated out of an abundance of caution due to an image provided by the customer and the reported kit lot will be monitored for additional allegations of missing match codes. The customer did not proceed with testing or generate a result with the reportedly uncoded cartridge. It is important to no that the product instructions/quick reference guide state five times not to use cartridges that do not match the analyzer code, which prompted a complaint instead of use of the affected materials.

Event description:
There were no allegations of patient/user harm or incorrect results. A customer reported through walmart that they opened an a1cnow kit and the second cartridge in the kit did not have a match code printed on it.